Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the insertion tube adhesive was lifting, the down/right angle was not to specification, the up/down/left/right angle had play, the air channel had a blockage, the water flow was not to specification, the water removal was not to specification, the water channel had a blockage, and the electrical safety test was not to specification. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the re202ported issue. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a low flow issue while using the colonovideoscope. The reported issue was observed during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was foreign debris protruding from the air and water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.